Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Health effect - clinical code, 6. Health effect - impact code. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was wound dehiscence present? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown lumbar procedure on (B)(6) 2024 and topical skin adhesive was used. Details of the situation of the product to report two days after being in recovery on the floor at the time of the revision of the wound, doctor noticed that the mesh was detached from the skin, and completely stuck in a bed diaper. It was decided to put another adhesive mesh. No infection or other complications were reported after this. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of specific lumbar surgery? Was wound dehiscence present? Was any surgical intervention performed to address wound dehiscence? Was any other type of wound closure performed? It was mentioned that wound was "left open" what does that mean? Does "left open" mean no other bandage or dressing was used? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: gender, bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. Note: events reported on mw# 2210968-2024-05256. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.